Event description:
The customer reported that the collimator froze up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the fluoro functions printed circuit board with the new revision, erased and reloaded the flash memory and checked the voltage of the power supply one. The system was tested and found to be working as intended and put back in service.